Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that visual examination of the device identified that there was a leak in cylinder 1, attributed to wear at fold. The leak observed could affect the functionality of the device; therefore, the reported allegation was confirmed. Device history record (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified that both cylinders had a wear at fold in the cylinder body. Cylinder 1 was found to have a hole at the corner of the fold, indicative of fluid leak. Functional testing performed on cylinder 2 showed that the device performed within specification. Functional testing was not performed on cylinder 1 due to the fluid leak observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with his length after the inflatable penile prosthesis (ipp) was implanted, and asked the physician to replace the thickened prosthesis. The physician measured the patient and the result was 20cm, so the patient implanted a 18cm and 1.5 rear tip extenders (rtes). There were no patient complications reported.